Event description:
N/a.

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6, h11. Corrected field- g3.

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) found the fill port connector on the safety disk was disconnected, it was user error. Fse reinstalled this tube, performed a full pm and calibrated the unit. Equipment works to specs, cleared for use. Based on the evaluation results provided by the field service engineer, the issue was resolved by ¿refitting fill port connector on the safety disk, it was user error¿. Therefore the root cause was user error.

Event description:
N/a.

Manufacturer narrative:
Other contact phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that the cs300 intra-aortic balloon pump (iabp) had an autofill error. There was no patient harm or injury reported.